Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Concomitant medical products: 694765, lead, implanted: (B)(6) 2010; 4087, boston scientific lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the device reached early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.